Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when a new 5f exoseal vascular closure device (vcd) was opened, a large amount of broken desiccant was found scattered inside. The customer also reported that there was also scattered desiccant fragments inside of the device. For the safety of the patient, the product was replaced with a new vcd. The device was stored according to the IFU in a special room with strict control of reasonable temperature. There was no device or package damage noted prior to opening the packaging, and the sterile pouch was received intact, without any openings or compromises. Additionally, there was no possibility that the product had been purposely opened and reshelved when not used. The device is being returned for evaluation.

Manufacturer narrative:
As reported, when a new 5f exoseal vascular closure device (vcd) was opened, a large amount of broken desiccant was found scattered inside. The customer also reported that there was also scattered desiccant fragments inside of the device. For the safety of the patient, the product was replaced with a new vcd. The device was stored according to the instructions for use (IFU) in a special room with strict control of reasonable temperature. There was no device or package damage noted prior to opening the packaging, and the sterile pouch was received intact, without any openings or compromises. Additionally, there was no possibility that the product had been purposely opened and reshelved when not used. A non-sterile ¿vascular closure device 5f¿ was received for investigation inside a clear plastic bag. The original packaging and sterile pouch were not included with the device. Upon visual inspection, the device had been unpacked for evaluation, revealing the following conditions: the deployment lever was not depressed, and the plug was present in the delivery shaft. The indicator wire and bleed-back port were observed in the undeployed position. The indicator window was found in the white/black position, and the cowling guard was unlocked. No blood was observed inside the device. No other anomalies were detected during the analysis. Additionally, the device was inspected for any broken desiccant that could have contributed to the reported failure, but no significant amount of broken desiccant was found in the device or the clear plastic bag. The reported event of ¿packaging/pouch/box-foreign material in sterile package-moveable particle¿ was not confirmed through analysis of the returned device since it was not received in its original packaging, and there were no signs of desiccant within the device. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced since the desiccant component was not received for evaluation. However, storage/handling factors of the packaging are possible. As warned in the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use the exoseal¿ vcd if the package is damaged or any portion of the package has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.